Manufacturer narrative:
Concomitant medical products: product ID: 995ms27 tissue valve, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated by the remote monitor and it was suspected that the ipg battery was not working. The magnet electrocardiogram showed a heartrate of 39 beats per minute. The ipg remains in use. No further patient complications have been reported as a result of this event.